Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The hospital staff reported the battery to have reached the end of life (eol) indicator without receiving the associated alerts. Technical services (ts) reviewed the information and stated the device has not reached the explant indicator. No data analysis from the device was reported to have been performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The hospital staff reported the battery to have reached the end of life (eol) indicator without receiving the associated alerts. Technical services (ts) reviewed the information and stated the device has not reached the explant indicator. No data analysis from the device was reported to have been performed. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was not possible to retrieve from the explanting hospital.